Event description:
Out-of-box failure (obf). While training hosp personnel for use of the device in AED mode and with the device connected to a pt simulator, the reporter stated the device gave a continuous "motion" alarm when the analyze button was pressed.